Event description:
It was reported that the patient presented for an initial implant of an implantable cardioverter defibrillator (ICD). During the procedure, it was noted that only inductive telemetry could be established with the ICD, however, at certain point during the procedure, inductive telemetry failed. The physician closed the pocket and the ICD was re-interrogated which re-enabled bluetooth (ble) telemetry. It was noted that there was no pacing, no sensing, and both high defibrillation and pacing impedance. The physician elected to re-open the pocket and readjust the lead's connection to the ICD's header. This resolved the issue and the procedure was completed. The patient was stable throughout the procedure.